Event description:
Litigation alleges pain and discomfort. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/27/2014 - sales rep reported revision surgery. Patient was revised to address pain, metallosis and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 04/09/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/28/2015 - medical records received. Patient was revised to address disability. Upon revision, a deficient posterior capsule, light tan staining in the synovium and joint area, and abnormal appearing tissue were noted. The information received does not change the MDR decision. This complaint was updated on 06/10/15.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd (B)(6) 2014 - plaintiff's preliminary disclosure form was received, which identified dob. The sleeve and stem are being added to the complaint for elevated metal ions.